Event description:
It was reported that t:slim x2 pump battery would not charge.t. There was no reported impact to the customer¿s blood glucose level. Customer support instructed caller to test outlet with another device, use a known working wall outlet, and leave adapter connected for at least 30 minutes, but follow-up attempts received no response and case was closed with no additional information regarding outcome of event.